Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer reloaded the same supplies to address the first occlusion alarm. The customer's blood glucose level was 185mg/dl. A system check was performed and the pump performed as intended. No damage was noted to the cannula and it was verified that the cannula was not blocked. During the system check the customer performed a supply change and successfully delivered a test bolus without additional occlusion alarms occurring while disconnected from the pump. Tandem technical support advised the customer to monitor their pump as the customer did not believe the occlusion was caused by a site issue.